Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
PICC leaking in portion of PICC beneath skin surface around 2 cm subcutaneous. PICC exchange over wire performed i.e. Whole catheter replaced. PICC insitu for 7 months.